Event description:
An outpt surgical procedure of lesion removal from the eyebrow area was being done. The pt's face caught fire, resulting in first and second degree burns. An equipment check has resulted in no malfunction. The equipment usage in conjunction with oxygen usage brings facility to the conclusion to report based on possible misuse of application.